Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began in (B)(6) 2014¿. The patient manages his diabetes with insulin (humulin n & r; self-adjuster) and stated he continued with his usual daily dose of insulin (humulin n & r, 12 units in the morning; 3-5 units in the afternoon; 5 units at night) in response to the alleged issue. At an unspecified time in (B)(6), the patient developed symptoms of ¿vomiting and sweating¿. At an unspecified date/time, the patient stated his blood glucose was tested with an emergency medical services (ems) meter and obtained a reading of ¿high¿. In ¿(B)(6) 2014¿, the patient stated he went to the emergency room (ER) and was treated with insulin (unknown type and dosage) by a health care professional (hcp). At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.